Manufacturer narrative:
The insulin pump was received with motion sensor test failure alarm during rewind due to jammed gearbox. Unable to verify motor position encoder error alarm due to constant motion sensor test failure alarm at rewind. The insulin pump was received with minor scratched display window. The insulin pump was received cracked case at display window corner. The insulin pump was received with cracked battery tube threads. The insulin pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a motor position encoder error alarm on the insulin pump. Customer also reported a motor error alarm occurring. Customer's blood glucose was 375 mg/dl. The customer could not recall any significant events leading to the alarm. The customer stated the drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.